Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other three perclose proglide devices referenced are being filed under separate manufacturer report numbers. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The cuff miss/suture retrieval issue was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the needle to cuff miss or the patient effects; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using four proglide devices with a 6f sheath after a percutaneous coronary procedure. Reportedly, a cuff miss occurred with all four proglide devices. A balloon was used to achieve hemostasis. The patient lost pulse in the foot, a pseudoaneurysm occurred. The pseudoaneurysm was treated surgically. There was a reported clinically significant delay in the procedure due to the surgical treatment of the pseudoaneurysm. The patient was fine after surgical treatment of the pseudoaneurysm. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to initial medwatch report the following additional information was received: reportedly, cuff misses occurred with three proglide devices. The first proglide device was reportedly not attempted to be used. No device issue occurred with the first proglide device. No additional information was provided.